Manufacturer narrative:
(B)(4)

Event description:
Product data was returned for evaluation. Data was reviewed on 01/25/2016. The complaint of permanent out of range was not confirmed. A root cause could not be determined. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(4) 2016. The complaint of permanent out of range was confirmed. A root cause could not be determined.